Event description:
The customer reported a battery charger failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended. (B)(4).